Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. The patient was referred to their clinic to further investigation since the transmissions are not consistent. No adverse patient effects were reported.